Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Status of the device is unknown.

Event description:
The healthcare professional later confirmed capsular contracture (baker grade unknown). This relates to the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Upon explant the device was found to be intact. Further reported was the event of capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii/IV.